Event description:
It was reported, the high definition lcd monitor does not power up. The issue occurred, during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The event occurred during preparation for a therapeutic colonoscopy. The procedure was reported to be completed, but it was not reported if it was with the same equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d8, h4, h6. It has been more than six (6) years since the subject device was manufactured. The device was not returned to olympus for inspection and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation the subject device had not been returned, and no other information was available. We were, therefore, unable to surmise a cause. Olympus will continue to monitor the field performance for this device.